Manufacturer narrative:
Although it is reported that there is no patient consequence if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.

Event description:
Our affiliate is reporting that one of the active wires of a suction electrode broke off into the patient during a knee surgery. All was retrieved and the case was concluded without further incident.